Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157442, m2a-magnum mod hd sz 42mm, 969500. 139254, m2a-magnum 42-50mm tpr insrt-3, 653390. Us157848, m2a-magnum pf cup 48odx42id, 344630. 103206, taperloc por fmrl 12.5x145, 664800. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03073, 0001822565-2017-03074.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right hip arthroplasty. Subsequently, the legal counsel further reports that the patient underwent a revision procedure due to allegations of pain, discomfort, dysfunction, soreness, and loss of range of motion. Attempts have been made and additional information on the reported event is unavailable.